Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, and opening linear on posterior and radius. Leak test and microscopic analysis were performed which identified striated edge opening on posterior, smooth crease opening on radius, and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on posterior due to surgical damage consistent in the use of some surgical tools, and an smooth crease opening on radius due to fold flaw opening.

Event description:
The device has been explanted.